Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high power consumption. The patient was reported to have an elevated lactate dehydrogenase (ldh) level. The site confirmed hemolysis and thrombus. The patient was given antibiotics and a dose of tissue plasminogen activator (tpa). The pump is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event was confirmed via log file analysis, which revealed a slight increase in power consumption beginning (B)(6) 2018 leading to parameters above normal operating range. Three high watt alarms have been logged on (B)(6) 2018. Of note, it was reported that the patient received tissue plasminogen activator treatment after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.